Manufacturer narrative:
The event date is unknown. The implant date is an estimated date. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 28-jun-2020, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 27-sep-2020, UDI#: (B)(4); product ID: neu_unknown_ext, serial/lot #: unknown, ubd: 27-sep-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted in 2014. However, the patient had "hardware exposed" in 2018 at which time the device(s) was/were explanted and re-implanted. They attempted to provide further information by reading through various patient records but only found that the patient was implanted in ventral intermediate nucleus (vim), bilaterally on (B)(6) 2018, so it was unclear if the complete system was explanted and replaced or just certain components. They also noted the patient has adaptor n371890 implanted as well. It was reviewed that an eligibility form would need to be completed for MRI.